Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported "the left breast implant is intact. 3mm cyst within the left breast 9 o'clock position incidentally noted". The has been explanted.